Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her breasts and on her back due to the tightness of the garment. The areas were described as red sores and rashes but no open sores or bleeding. The patient was given a medicated ointment by hospital staff. During a follow up, it was reported that the patient's garment had never been changed or washed while the patient was in the hospital. The patient was issued replacement garments. A final follow up indicated that the irritations had improved with the new garments and use of neosporin.